Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit noise, that were evident in two non-sustained ventricular tachycardia (nsvt) episodes lasting between 2-3 seconds each. Sensing was noted as degrading from 10 to 4.7mv, also that impedances were rising, and also thresholds. The patient received inappropriate chock as a result. The physician scheduled a lead change out. There was indication of adverse patient symptom.

Manufacturer narrative:
Further information was received that the patient had died of an unspecified cause and the product is therefore no longer in service. There is no evidence or allegation the reported observations contributed to the patient death. The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
To date, information suggests that this rv lead remains actively implanted but was scheduled for imminent surgical intervention. As new information would become available, this report will be further evaluated and updated.